Manufacturer narrative:
Evaluation summary: received for analysis was one gezc6200j7f guard wire without original packaging. The returned guardwire is kinked 11.5 cm and 1.8cm to the end of the extension wire, consistent with damage that can occur when the guardwire is mis-loaded into the ez-adaptor. The ez adaptor and the ez flator used during the procedure were not returned. The wire was carefully loaded into the ez adaptor as the wire was received resulting in a successful inflation and deflation using an in-house ez adaptor and ez flator the balloon was inflated to 6mm on the dial, remained inflated for over a minute and fully deflated within 20 seconds. (B)(4).

Event description:
The physician intended to treat the ica which had moderate tortuosity and no calcification. During carotid artery stenting (cas), the physician could not carry out deflation with the occlusion balloon of the carotid guardwire. The physician removed the device after stent implantation and connected the shaft with ez adapter and applied negative pressure and attempted carrying out deflation, but it resulted in deflation failure. The relevant device was extracted outside of the patient body with guiding catheter. There was no adverse event to the patient.